Manufacturer narrative:
The tip of the tap was broken within the patient's bone. Although the polyaxial screws are self-tapping, taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. Cannulated taps in the set come in 4.5 mm, 5.5mm, 6.5 mm & 7.5 mm and are color coded by diameter (reference stg lit-(B)(4)). A review of the device history record did not identify any manufacturing or processing related irregularities. The invictus mis tap was found to be properly manufactured and released in accordance with design specifications. An evaluation found that the distal tip had fractured and became separated from the instrument at the 60mm laser line. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. The distal shaft is also slightly bent, indicating that the user pried on the tap with the tap already deep in bone. The combination of torsional overload and prying off axis with the tap in bone, cause the tap to break. The detached tip, was able to be removed from the patient. It appears that this occurrence is likely the result of implantation in hard dense bone, which required an increased torsional load and off axis force that exceeded the design limits of the instrument.

Event description:
The doctor attempted to back out the tap and heard a snap. The doctor looked down and realized the tap had snapped 20mm above the threads. This caused a delay in surgery of greater than 30 minutes.